Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to patient manipulation of the implantable cardioverter defibrillator (ICD) at the pocket, the right ventricular (rv) lead had lost its slack, and pulled back slightly. A dislodgement or positioning issue was noted. Diminished sensing and an increase in capture thresholds was observed. The rv lead was revised to adjust the slack. During revision, the physician was attempting to reconnect the leads and the device setscrew could not be engaged. There were no audible clicks to indicate that the leads were engaged, and the leads would not stay in the header. The ICD was removed and replaced to successfully complete the procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.